Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The patient reported feeling a buzzing coming from the device. A device download was performed successfully. The patient will continue to be monitored.